Event description:
Boston scientific received information that red alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shocking impedance measurements. The patient heard the device beeping and was not feeling well. The field representative confirmed that all commanded slit were in normal range and that there was absence of noise. Additional information received that the physician was informed and that patient's symptoms were not related to the device as confirmed by the field representative. There were no actions taken as of the moment as the patient will still be observed. The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.